Event description:
Reportedly, the patient had undergone angioplasty 8 months previous in the right coronary artery (rca) and suffered late stent thrombosis in the same artery. The lesion was pre-dilated with a non-abbott balloon catheter. The physician tried to cross the lesion with the xience v 3.0 x 18 mm, but the shaft broke and he could not implant the stent. The physician then tried to cross the lesion with a xience v 3.0 x 23 mm, but the shaft broke again and he could not implant the stent. Finally, the physician tried to cross the lesion with another xience v 3.0 x 23 mm and was able to successfully implant the stent. Post dilatation was performed with a non-abbott balloon catheter. No patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The xience v 3.0 x 23 mm (part# 1009529-23/lot#0020941/(B)(4)) mentioned is being filed under a separate manufacturer number.